Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) screen is broken. It was later clarified that the display was distorted.  There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and did not confirm the issue of the screen being broken. Customer informed later that it was a distorted display. Fse replaced (d012-00-1429) cable,display to video receiver bd to fix the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. The device is upgraded from cs100 to cs300 the failure analysis and testing dept. Received part with a reported unit failure of a distorted display. The fat performed a visual inspection and found the part to be in good condition. No issues found in the display. Fat could not confirm the reported failure. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. Therefore, the root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.